Event description:
A review of service data detected a reportable event. During servicing, battery (B)(4) was found to have one or more defective cells. The last patient to use this battery did not report any deficiencies.

Event description:
Reportedly, the device was explanted at implant due to mitral regurgitation. Per the cer: (B) (4) was implanted for mvr to correct mr on (B) (6) 2010. (B) (4) was also implanted for tap and maze procedure was conducted. Customer commented that there was nothing particular at the implant. During the operation, at the second pumping, the device was explanted due to mr. Customer commented that the central opening of the valve seemed to be bigger than usual. A (B) (4) was implanted as a replacement.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. Customer letter required. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is available at this time. Device not returned.

Manufacturer narrative:
Evaluation summary: folds and creases are evident in the cusp area of all three leaflets. The free margins exhibit indeterminable disruptions. Such disruptions may have been caused by a chordae tendineae. No other inconsistencies detected or in the x-ray. Customer letter with DHR and evaluation results sent.

Manufacturer narrative:
Additional manufacturer narrative: research and development completed the functional testing and concluded with the following: "this valve was explanted at implant due to reported mitral regurgitation and the opinion of the implanting physician that the central opening of the valve was larger than normal. No echocardiography recording was provided, thus the reported regurgitation and behavior of the valve observed in vivo cannot be confirmed. As-received, edwards standardized in vitro testing resulted in a total regurgitant fraction of 6.1%, which is less than the 15% maximum accepted by iso5840:2005. The root cause for the severe creases observed in all three leaflets cannot be determined at the present time. There is no evidence of suture looping. There are areas of translucent tissue at the coaptation edges of the leaflets that appear to be an indication of dehydration. The extent to which the creases and apparent dehydration may have contributed to the in vivo behavior of the valve is not known."